Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in site name : (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's wiring coil is broken. The power cord stuck, won't move in or out. There is almost 2m of power cord outside, but the winding does not work. The patient was not caught in the device, no one was injured.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's wiring coil is broken. The power cord stuck, won't move in or out. There is almost 2m of power cord outside, but the winding does not work. The patient was not caught in the device, no one was injured. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing reel, ac power cord, cee 7/7 "type e/f". Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.